Event description:
Boston scientific received information that during the recent explant of this device for normal battery depletion (nbd) the header felt loose to the physician and felt as though it might come off of the device. Prior to this all measurements were normal. The device was explanted and replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose from the device case. The medical adhesive (ma), used to affix the header to the device case, remained on the bottom of the header with no ma on the case. An x-ray of the device found that the mv feedthru wire was cracked at the solder joint to the feedthru assembly. No electrical testing of the device was performed due to the fractured header wires. Loose/separated headers are due to an insufficient bond strength between the header and the device case. Loose/separated headers and/or header flexing that occurs while implanted may cause fractured header wires due to cyclic fatigue and result in out of range impedance measurements, as was noted in this case.

Manufacturer narrative:
Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.